Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, post implant, this right ventricular (rv) lead was not exhibiting a qrs complex on the surface electrocardiogram or shock electrogram when the patient took deep breaths. The pacing threshold was 0.9 volts (v) when the patient was sitting and 1.3 v when the patient took a deep breath. Impedance measurements were stable. Surgical intervention was taken to reposition the lead and the issue was resolved. No additional adverse patient effects were reported.